Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2018 and (B)(6) 2018 with blood glucose of unknown. The customer provides details regarding symptoms of their high blood glucose episode such as nausea, vomiting and diarrhea. Customer was treated with insulin through intravenous injection. Customer was passed out. Customer also stated that they received battery loss alarm. Customer did not allege insulin pump was under delivering. Troubleshooting was performed for high blood glucose level. The insulin pump will not be returned for analysis.